Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device catalog # 9393607, 510k# k094025 was cleared in the united states. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the interbody device broke during implantation. No pt complications were reported.